Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported: "patient had an infection which led to the removal of all the plate and screws. We were doing a tibial plate removal of plate and screws at (B)(6). One of screws were very tight and first couple of attempts of taking screws was unsuccessful. When the surgeon went to torque the driver, the tip of the screw driver snapped off. The crack piece was not retrieved it was thrown away at the facility. Procedure was completed successfully, used another screwdriver and it worked. No impact to the patient. Roughly a 30 sec- 1 minute delay.